Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with c3-4 myelopathy, radiculopathy underwent anterior cervical discectomy and fusion. Intra-op, the surgeon noticed that the screw in c4 was not seated as deeply as the screw in c3. So, the surgeon visually inspected the device and saw a crack along the outer edge. The device was removed and replaced with a same sized device. No fragment of the broken device remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review confirms implant fracture. Visual and optical inspection identified deformation of the inserter interface features. The fracture appears to originate near the deformation, consistent with bend stress overload during attempted insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.